Event description:
A caller reported a cartridge alarm that occurred during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support resolved the issue by sending the customer a replacement pump with updated software and offered training through their tandem source account. The caller was instructed on storage and return procedures for the faulty pump and agreed to use multiple daily injections as a backup therapy.